Event description:
It was reported to philips that the allura xper fd20/15 system lost the lateral live screen on the flexvision component. The system was rebooted to require the live image and successfully attained the live image, but after several seconds of use the flexvision became blank again and would not restart. The complaint device was in use at the time of the event. Philips has opened an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the customer was performing a diagnostic procedure for the patient. There was a delay in the procedure due to the issue, however no patient or user harm was reported as a result. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact grid and device problem code were corrected.